Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent, asymptomatic patient presented for a routine follow-up with episodes of oversensing on the ventricular due to emi noise. No changes will be made and the patient will continue to be monitored.

Event description:
New information received indicates that a new possible episode of emi was noted. Testing for myopotentials was discussed. Programming changes were made.

Event description:
New information received indicates that the patient presented for generator change out and lead revision. New episodes of reproducible noise were noted. The lead was capped. The patient will continue to be monitored.